Event description:
Adverse event: delay (no code available). Product problem: "touchscreen froze during case" (no display or display failure). A nurse reported notes the touchscreen froze during a case. The system was rebooted to complete the case. No pt impact was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B) (4). (B) (4). (B) (4).